Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in a clinic on (B)(6) 2023. Log files review was submitted, and it revealed several driveline comm faults, low speed alarms, and pump stops throughout the event history. Healthcare provider was aware of the possible suction event on (B)(6) 2023 around 1330. The patient denied any equipment issues such as dropping controller or any alarms. Controller exchange was performed without any events on 24jan2023; controller replacement was requested. Log files review pre-exchange ((B)(4)) displayed ~15 episodes of pump off alarms intermittent due to possible esd events during the ~3-day length of the file. It appeared these events may have been caused by electrostatic discharge (esd). The pump restarted promptly as designed and functioned as intended during these events. The event log post-exchange ((B)(4)) displayed data with a newly programmed controller; there were no other unusual events. The patient admitted to walking on carpet at home with socks, but they do that all of the time. They also reported feeling like they would get shocked more frequently when touching things over the last couple of days but again there was no changes in their current routine. The patient reported feeling better since getting the left ventricular assist device (lvad). The patient was provided the esd pamphlet and agreed to some of the interventions to prevent esd. It was further reported that the patient had another alarm on (B)(6) 2023 at 1:15 am. They were asymptomatic. The log captured further esd events between (B)(6) 2023. During an event at 1:15 am on (B)(6) 2023 it appears that the patient disconnected power from both controller leads. Additional information stated that the patient was seen in clinic on (B)(6) 2023, team would like the patient's mpu ((B)(4)) evaluated (and repaired, if needed) after the no external power event that occurred while the patient was connected to it related to esd. The team was requesting no charge loaner be sent directly to the patient and affected mpu will then be returned for evaluation. The patient has not mentioned any additional shocks or increased frequency and appeared to be feeling well from an esd standpoint. Additionally, it was reported that patient admitted on (B)(6) 2023 due to anemia related to gastrointestinal bleeding. The exact date of onset had not been determined. After being assessed in clinic, he had complaints of shortness of breath, fatigue and dark stools that had been occurring ¿sometimes for a while.¿ his hemoglobin (hgb) was 6.7 on admission. He underwent an esophagogastroduodenoscopy/ colonoscopy that failed to show a source of bleeding. He was discharged on (B)(6) 2023 after receiving 2 units of red blood cells. Repeat outpatient lab work demonstrated a low hgb (6.7) and he was readmitted on (B)(6) 2023 to undergo a pill enteroscopy, which did not find source of bleeding, and receive IV iron. The bleeding self-resolved without further intervention. The gastrointestinal bleed continued to be ongoing, and the patient was admitted on (B)(6) 2023 with continued anemia and would undergo continued gi evaluation. Related MFR number, controller: 2916596-2023-00612, and mpu: MDR-2023-05013.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump resets that appear consistent with electrostatic discharge (esd) events. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal bleeding could not be conclusively established through this evaluation. The submitted log files were reviewed. Intermittent pump resets were captured throughout the log files. Low speed advisory, low speed hazard, low pump current, low flow, and pump stop flags were captured during the pump reset events. One pump reset event on 27jan2023 was captured as a result of a controller reset event. All pump reset events appeared consistent with pump resets due to electrostatic discharge (esd) events or the manifestation of an esd event in the system. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.